Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use." The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a gall bladder procedure, the blade unthreaded itself. The device was impossible to thread. No patient consequence. Took another device to complete the case.